Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (dmg prior tactile cngs w/moist) issue. It was reported that the up, down and ok button was under responsive to user presses. It was also noted that the keypad was damaged and there was moisture located behind the display. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/28/2017 with the following findings: a visual inspection showed the keypad was torn. During investigation, all of the keypad buttons responded appropriately. The keypad cover was removed and no contamination was found under the button contacts. The pump was opened and there was moisture damage found on all internal components of the pump. A leak test revealed a bolus button leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.